Manufacturer narrative:
This event occurred in (B)(6). Four pinch valve tubes were replaced. Two of the pinch valve tubes were slightly flat but no cracks were observed and no other visual abnormalities were identified. No issues were identified during a review of the alarm trace data. The customer stated the issue improved after replacing the pinch valve tubes and did not request any further investigation of the issue. Based on the limited information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned results for 3 patients tested for elecsys brahms pct (pct), elecsys anti-hbs ii (anti-hbs ii) or elecsys anti-hbc ii (anti-hbc ii) on a cobas 6000 e 601 module. Based on the data provided, the pct results for 2 patients were discrepant. Patient 1 initial pct result was 2.42 ng/ml. The repeat was 13.08 ng/ml. Patient 2 initial pct result was 12.97 ng/ml. The repeat was 77.77 ng/ml. The initial results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The pct reagent lot number and expiration date were not provided.